Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and the completed investigation. It was initially reported the device was available for evaluation, however the actual device was discarded. Therefore, concomitant medical products have been selected to reflect no device returned. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the device sheath fell apart upon application. There was no blood loss. The procedure was completed, and there were no other devices or equipment being used with the reported device.